Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the product (arctic gel pad) was incomplete when it was unpacked at the neonatal ICU before use.

Event description:
It was reported that the product (arctic gel pad) was incomplete when it was unpacked at the neonatal ICU before use. Per additional information received via mail on 21aug2025, no lot number, they put the packing in the garbage. The strips were missing, also the fixation on the pad was missing. They used a new pad. No samples left.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A labeling review was not performed because labeling could not have prevented the reported failure. A DHR review is not required as the lot number is unknown. No additional actions can be taken at this time. Correction: e- all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.